Event description:
The customer reported that during a procedure the bullet at the end of the capio suture became detached from the suture and was lodged in the head of the capio device. The procedure was completed using another capio device. No adverse outcome to pt reported.

Manufacturer narrative:
Manufacturer will continue to monitor this issue through trending. Additional information: the device was not returned and is unavailable for evaluation. No results are available at this time.